Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No frozen screens anomalies noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at lcd window corners. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.